Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was initially powered up for bench testing, it had displayed hw fault. The ventilator would not audibly alarm and failed the alarm test from the general checkout procedure. The alarm sounder was replaced to correct the reported problem.

Event description:
It was reported that the ventilator had hw faults. It is unknown if the ventilator was connected to a patient when the reported problem occurred.